Event description:
Pt revised because of loosening of the femur, found osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was unable to determine the cause of the reported loosening and poly wear. It would not be unreasonable to expect some wear after 9 yrs of implantation. The need for corrective action was not identified. Should additional info be received the investigation will be reopened. Depuy considers the investigation closed.